Event description:
Received a call from reporter regarding keva pharmaceuticals inhaler. The reporter mentioned the inhaler does not function. It supposed to have sixty functions, but it stopped at thirty-one. The reporter answered, he did not face any adverse event but the device has failed to serve the purpose. He is waiting to receive a replacement.